Manufacturer narrative:
A ge service representative performed an onsite investigation and replaced the monitor. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported that the system's left monitor had not been working. No patient injury was reported.